Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced elevated blood glucose readings while using inset infusion sets at abdominal and thigh sites, with no alerts for occlusion or dosing stoppage, no visible leakage, and no observed bent cannula; caregiver noted limited subcutaneous tissue and pubertal hormones as possible contributors, and consistent meals were reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of user-provided information. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem or a specific component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.